Manufacturer narrative:
(B)(4). G2 : foreign : japan the product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor of the complaint product couldn't be pushed out as usual, so the surgeon couldn't implant it as he intended. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6; h11 corrected : h4. The reported event could not be confirmed due to lack of information. Medical records were not provided. Visual examination of the returned product identified the device has been cycled 2 times. The sutures and both anchors are out of the needle tip. There is some debris on the tip of the pusher wire with teeth as well. There are no signs of flashing and the black push button functions with no issues. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.